Manufacturer narrative:
No sample was returned for verification. There was no other complaint received for this complaint lot since it was released on (B)(6) 2018. All the in-process sampling inspections did not identify any defect for this complaint lot and all results were within specifications. Furthermore, the in-process controls were all in place and no deviations were observed to the controls during the manufacturing of this lot. Retained sample evaluation was performed and results for all tested parameters were found to be within specification. All investigation results showed that no deviations were observed during the manufacturing of this complaint lot. The aql of this lot met the acceptance criteria and the final release testing results for this lot met specifications. All equipment (linear table, primary packaging, autoclave) associated with the manufacture of this lot was found to be acceptable. Saline and environment were reviewed. All tests conducted passed, and no abnormalities were found. No root cause could be identified. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by a female consumer on (B)(6) 2019 via website that her right eye (od) contact lens gave her pain "two weeks ago". Another pain episode occurred on (B)(6) 2019 and she found out that the contact lens was broken in more than two parts. She went to a hospital and they removed it but they diagnosed her with "cornea damage". She was prescribed with an eye gel containing sodium hyaluronate and xanthan gum for 14 days. Symptoms were continuing. Additional information received on (B)(6) 2019 stated that the lens broke into three parts and the consumer did not keep it. The ophthalmologist found corneal lesions and he prescribed the eye gel to be used "1 application 3 times per day for 10 days on right eye. I would suggest to avoid the use of contact lenses". The consumer will have a check up after the treatment period. She was using glasses because her right eye was still "annoying" her. Additional information has been requested but not yet received.